Event description:
Per the clinic, during an MRI the patient reported pain and then lost device function resulting in surgery to explant the device and reimplant with another device on (B)(6), 2010 .

Manufacturer narrative:
(B)(4). Implanted device remains.